Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: a review of the receiving inspection (ri) for viper2 x25 set screw inserter was conducted identifying that lot number x0511 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 04 jun 2011 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the viper2 x25 set screw inserter (part #: 286735400 and lot #: x0511) was received at us customer quality (cq). Upon visual inspection, the device¿s distal tip was observed to be slightly bent. No other visual defects were identified with the device. Device failure/defect identified? Yes. Dimensional inspection: dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: drawing(s) reviewed: (current & manufactured revisions). Complaint confirmed? Yes. Conclusion: the complaint was confirmed for the received viper2 x25 set screw inserter. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces during its use. No new malfunctions were observed during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: reporter is jnj representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on (B)(6) 2020 that the tip of the instrument has been compressed and is misshapen. Cannot perform its intended function. It was unknown when and it was occurred. There was no patient involvement. This complaint involves one (1) device. This report is for (1) viper2 x25 set screw inserter, this report is 1 of 1 for (B)(4).